Event description:
An initial event notification was received by sequel med tech, llc, on 23-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported persistent line blocked alarms and presented to the emergency room on (B)(6) 2026 with elevated glucose levels. The user was treated with intravenous fluids and an insulin injection before being released. The user reported performing multiple troubleshooting steps, including changing the twiist cassette, cleo 90 infusion set, and infusion site multiple times; however, the line blocked alarms continued. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Preliminary analysis of the log data reveals occlusion-like behavior leading up to each line blocked alarm without any pump functionality issues. However, investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about system alarms and the recommended actions associated with them, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.